Event description:
It was reported that during a shoulder arthroscopy procedure using a speedstitch suturing device with a speedstitch needle cassette and a speedlock implant, the speedstitch handle/ needle neglected to pass the suture and appeared to have a bent tube. An additional speedstitch handle/ needle cassette was successfully used to implant the device. When attempting to implant two additional implants, both devices broke upon insertion. Due to all of these deficiencies, it was necessary to drill a new bone hole to complete the procedure, which caused a surgical delay. There were no pt complications reported as a result of this event; however, this procedure was a revision surgery, performed to correct failed non-arthrocare devices that were previously implanted.